Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) had a cracked screen of unknown cause, and the user reverted to manual injections with blood glucose not impacted. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control and no need for medical intervention or hospitalization. Investigation included customer questioning and logistical review for replacement and inspection of the returned device. Investigation of this device revealed physical damage to the device display consistent with external impact, with the remainder of the device functions not assessed due to the reported screen condition. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.